Event description:
Non-product related revision of inlay. After revision a fissure at the anteromedial area of inlay was obvious.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported the patient was revised to address a non-depuy product related revision of the insert. A fissure was observed post explantation. Examination of the returned device by depuy commercialized product development confirms the presence of the reported fissure. A visual engineering review was performed on the retrieved poly knee insert. Irregular indentations on the inferior and superior adjacent surfaces near the fissure suggest that an instrument was used to grasp or clamp the poly insert and deform the material in these areas. It is possible that a grasping instrument slipped and caused the fissure, however this cannot be definitely determined. Also, it is not possible to determine the time frame of the fissure creation. No additional event information or investigational inputs were provided to customer quality. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluated by manufacturer. Examination of the returned device by depuy commercialized product development confirms the presence of the reported fissure. A visual engineering review was performed on the retrieved poly knee insert. Irregular indentations on the inferior and superior adjacent surfaces near the fissure suggest that an instrument was used to grasp or clamp the poly insert and deform the material in these areas. It is possible that a grasping instrument slipped and caused the fissure, however this cannot be definitely determined. Also, it is not possible to determine the time frame of the fissure creation. No additional event information or investigational inputs were provided to customer quality. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.